Event description:
It was reported that during a benign prostatic hyperplasia the fiber was end firing at 10,000 joules and 3 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure. There were no reports of patient injury.

Event description:
It was reported that during a benign prostatic hyperplasia the fiber was end firing at 10,000 joules and 3 minutes of use. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure. There were no reports of patient injury.

Manufacturer narrative:
Corrected returned to manufacturer date added device evaluation by manufacturer updated evaluation codes the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed the glass cap has a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge. The fiber proximal to fracture can rotate independently of outer flow tubing. The glass cap exhibits mild devitrification at output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. It is probable that cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The identified issues noted above may activate the fiberlife function which would modulate the power showing a pulsing beam or system would be placed into standby mode. An evaluation conclusion code of known inherent risk of the device was assigned to this investigationthis supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/21/2018 08:30 am CT.the report number is being corrected from: 2937094-2018-60241to: 2937094-2018-60043